Manufacturer narrative:
Device is a combination product: device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 85% stenosed lesion being treated was located in the severely tortuous and severely calcified proximal and mid right coronary artery (rca). The lesion was predilated with an unknown size apex balloon. The physician attempted to place the 2.25x28mm taxus liberte atom stent, but was unable to cross the lesion. Resistance was felt during removal of the stent delivery system. When removed from the body, the stent was found to be 'mangled'. The procedure was ended. No patient complications were reported and the patient's status is fine.